Event description:
Patient undergoing left heart catheterization. A balance middle weight (bmw) wire was passed down in the circumflex branch. Initially a stent would not pass and then we placed a balloon. Even after predilating the lesion a stent would not pass in the more proximal portion of the vessel near a bend. Subsequently a guideliner catheter was placed to attempt to deliver the stent distally. This was not successful. The stent did not pass through the guideliner but the balloon did and an angioplasty of the distal portion of the vessel was completed. There was evidence of a dissection after the equipment was removed. Subsequently there was evidence of loss of a small obtuse marginal (om) branch. At this point, the bypass team was called for. Initially a stent was placed distally. Subsequently after predilation of the more proximal area another stent was placed proximally. These were 4.5 stents and were not drug-eluting. Subsequently a 2.5 promus stent was placed in the more distal portion of the om branch. This was after evidence of new disease was seen there. The patient received intermittent doses of intracoronary nitroglycerin. The patient had transient chest pain. It was felt secondary to the loss of a very small distal portion of the circumflex. Next, hemostasis was achieved after angiography of the the right external carotid artery. The patient was chest pain free by the termination of the procedure.